Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the (foley catheter) product ifus were found to be adequate based on past reviews.

Event description:
It was reported that the patient complained of abdominal pain on (B)(6) 2021. The customer was informed by the doctor and was given a compound amido barbital 2 ml intramuscular injection as directed by the doctor. The patient complained of dysuria and was checked for swelling in the bladder area. The foley catheter was ordered to be inserted by the doctor. The doctor inserted 18 cm to see the light-yellow urine flow out, then inserted 2 cm, giving 10 ml of saline into the airbag, gently pulling the catheter to have resistance, and confirming that the catheter is fixed in the bladder. The patient's urinary catheter fell off without causing any harm.